Event description:
Patient explained that she had a surgery on her leg in 2016. The leg got infected and received 19 surgeries due to the infection caused at by a test tube at (B)(6). She says she now has a lymph valvage system (knee replacement) that was put on the FDA recall list. The manufacturer onkos surgical reached out to her at 8pm on (B)(6) and told her that the device was not on the recall list even though she located the recalled device on the FDA site herself. Patient said that she is in constant pain and has constant selling in her left leg. Patient said that the manufacturer also reached out to her provider and delivered the same information about the device not being recalled.